Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and had to go to the hospital. The customer's blood glucose reading was 600 mg/dl at the time of incident. The customer indicated that this was a past event and issue was resolved by changing the set. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.